Event description:
Recent interrogation of pacing system revealed high pacing thresholds with high lead impedence suggestive of lead fracture. Pt to or for replacement 4/18/95. Intraoperatively, obvious fracture found in distal sensing wire. It appeared to be fractured where aicd generator rubbed on wire. Insulation break found also in same area. Lead capped and left implanted. Replaced with another co's lead.